Manufacturer narrative:
The enterprise stent is not distributed in the us; however, it is similar to us distributed enterprise product. Add'l info will be submitted within 30 days upon receipt.

Event description:
Four days post coil and enterprise stent placement, patient developed transient ischemic attack (tia) and was treated with medication. This male patient was undergoing enterprise stent placement and coil embolization and treatment of wide-neck cerebral arterial aneurysm 7.8mm x 11.2mm of the left carotid artery 4.0mm x 3.5mm - ophthalmic artery. Following enterprise stent (4.5 x 28mm) placement, coil embolization was performed uneventfully and completed the procedure. Although the patient complaint of the headache after the procedure, no other clinical manifestation were noted and the patient recovered uneventfully. He was discharged 6 days later as planned. Around noon on the day of discharge, the patient experienced numbness in the fingers of his right hand. He subsequently developed right hemiplegia, and MRI confirmed suspicion of an ischemic lesion in the pre-motor area. Drug therapy with argatroban, low molecular dextran, sodium heparin, edaravone, clopidogrel, etc., was administered. And the patient recovered from the symptoms three (3) hrs later. The episode was diagnosed as a transient ischemic attack. Two days later, the patient had nausea, the next day generalized fatigue and next two days the patient developed dyspnea. The blood oxygen saturation concentration fell to the 80% range, and oxygen was administered unit it reached 95%. There was limb edema and an increase in body weight, and when a chest x-ray revealed hydrothorax, congestive heart failure was diagnosed. The patient was treated with lasix and transferred to another hospital for treatment and follow-up. The next day improvement of the manifestations of heart failure was confirmed at that hospital without any add'l treatment. Comment by the physician: it was decided that there was no relationship between the congestive heart failure, and the technique of stent placement, that it was due to the treatment of the transient ischemic attack.